Event description:
Patient report infection of the entire capsule of the right breast implant. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient report right side "capsular contracture, baker grade unknown", "infection", "hole size of dime getting bigger and bigger", and "sepsis". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Further investigation: given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time. The review of the sterilization records demonstrated acceptable results. Environmental monitoring results for nov 2020 were reviewed and all results were found acceptable.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture and infection(early onset).

Event description:
Patient report right side "capsular contracture, baker grade unknown", "infection", "hole size of dime getting bigger and bigger", and "sepsis". Device has been explanted.